Event description:
The customer reported that excessive vibration is causing very poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube cover. System operates as intended.